Event description:
Caller reported experiencing two cartridge alarms in the past. There was no adverse impact on the customer's blood glucose level. The customer loaded a new cartridge for both events and was able to resume insulin therapy.